Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states "inadequate range of motion due to improper selection or positioning of components." Number 14 states "intraoperative and postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Patient reported experiencing pain when walking or laying down, pinching, and limping. There has been no reported revision procedure.